Event description:
Femoral impactor's screws are stripped and it does not stay together. It did not happen in one instance, its just from wear and tear.

Manufacturer narrative:
Examination of the returned device confirms the screws are stripped causing separation from the metal base. Further examination of the returned device found evidence of heavy usage. The black celcon impaction head component is intended to be replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear as the returned screw shows signs of heavy usage and the replaceable celcon component shows signs of moderate/heavy usage. Based on product wear as the root cause, the need for corrective action is not warranted. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..